Manufacturer narrative:
The samples were serum. Service was not requested. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous reactive toxo igg results, which was generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory. The sample was repeated twice and both test gave negative results. Patient treatment was not impacted with regard to this event.